Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) revision surgery due to unspecified reasons. During the procedure, the existing spp was removed and a new ipp was implanted. No additional information was reported.